Manufacturer narrative:
Found hp cable water flow adjustment falling out of hp cable, worn nozzel grip. Replaced both with new, also installed new water filter and pinch tube, verified calibration, and tested all operations of unit, found no heating of hp or insert with unit at maximum power, water flow set at 20/cc/min for extended period. Hp was only warm to the touch and nothing abnormal.

Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
While using a g137 scaler, the unit handpiece and inserts are getting warm, but they have plenty of water flow; no injury resulted.